Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen glitches. The screen was turning on and off. There was a scratch on the screen. Customer's blood glucose level was 8.4 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored for 24 hours and no blank display anomalies or glitches on display noted during testing. Power connector plug in and locked in place properly. The device was received with minor scratches on lcd window, cracked select button keypad overlay, keypad overlay texture damage and cracked case corner of the belt clip rails near the battery compartment.